Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During evaluation, the functionality test findings were inadvertently not evaluated for during service and the device did not reproduce the undetected downstream alarm symptom. The unit was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect downstream occlusion. There was no patient involvement.